Event description:
A pt reported that their meter would keep prompting the clean test area message. This issue was not resolved with troubleshooting. Pt was also comparing their meter to an hcp meter--invalid comparison. Pt had also stated that about two weeks ago, they had to go to the emergency room because they were feeling lightheaded and the "meter was not reading correctly". Upon further inquiry about the incident by the customer care rep, the pt stated that "it wasn't a big deal" and that they did not remember any specifics about that incident. This case is reported as a meter malfunction since the clean test area message issue was not resolved and also due to lack of info about e.r. Incident. No further info has been reported.